Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the string pulled out of a tampon leaving the tampon inside. She was unable to manually remove the tampon and had to go to urgent care to have it removed.